Manufacturer narrative:
The rigid scope was returned to the service center for evaluation. The evaluation found the outer tube shaft was broken in two pieces. There were sharp edges at the breakage points. No image could be produced due to the condition of the damaged lens system. Additionally, debris was noted underneath the eyepiece coverglass. A review of the repair history indicated the scope was purchased on june 25, 2014 with no previous repair records. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during preparation for use, the image of the scope was brownish yellow in color making it difficult to see. There was no patient involvement reported.

Manufacturer narrative:
The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. This product was shipped as a repair exchange (rex) scope; manufactured in april 2014. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation findings, the potential root cause of the damage on the outer tube was due to impact/excessive force. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The date the event occurred on is unknown. The issue was observed during preparation for use. When the device was inspected the lens was brown. No other abnormalities or damage was observed. An amsco sterilizer is being used to sterilize the scope. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information. As stated on the instructions for use and as a preventive measure: the device IFU provides warnings and cautions to alert that the device may be damaged by improper handling. It states "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects. (Page 4)